Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to medtronic minimed that the customer was experiencing carelink connect app issues for more than a week. Customer's parent had uninstalled and reinstalled and force close the app but the troubleshooting steps did not resolve the issue. Customer's parent was not seeing the complete information of her 2 children on the app. Software concern requires further investigation. The device will not be returned for analysis.

Manufacturer narrative:
An attempt to reproduce the reported event using the cp app with 3.2.0 installed on iphone 12 mini (v.17.0.3)with mmt-1882 pump (software version 6.12.3) was conducted and the issue was reproduced. We have observed two issues: 1. The sg graph is not visible on the patient graph screen in the cp app. 2. The calibration icon shows an â¿¿unknownâ¿¿ icon in the cp app. The software failed to meet the specified requirements and performance expectations, (srs doc: 3205046): 3213314,3213354,3214374,3216298,3453929,3216308,3258139 agile doc: 10948256doc. We conducted a thorough investigation and found firstly, the date and time settings on the pump device and the patient device are not synchronized, which is causing the sg graph to not be visible in the cp app. Secondly, we have discovered that the 'timetonextcalibrationrecommendedminutes' field value is -1. According to the code, if 'minutestonextcalibration' is less than 0, it should display as unknown. This is an expected behavior as per code logic. The esf number that corresponds to the reported issue is 4951894. To assist with the resolution of the sg graph issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: 1. For the sg graph issue: please make sure that the date and time are the same on both the pump device and the patient's device, doing this sg graph will be visible on the cp app. You can set the date and time on the pump device using the user guide.the issue will be resolved in the upcoming cp application release/s. Afc: software anomaly - fa21af medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.